Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the trocar bent and cracked during insertion. Blade was engaged, but the device bent and cracked. No pt consequence reported. Device will be returned.